Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 95% stenosed target lesion was located in the calcified and moderately tortuous left posterior tibial artery. The lesion was crossed with a non-bsc guide wire via the left femoral artery. The 2mm x 40mm x 144cm coyote es balloon was to be used to dilate the lesion. The balloon was inflated once to 10atms and ruptured. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).